Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device. While the customer was at a routine doctor's visit, the doctor was using the customer's lancet device and a lancet protruded from the end of the cap prior to firing the device. The doctor was accidentally pricked, but did not need medical care.